Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein safety device was broken. The following information was provided by the initial reporter: the spring of this product had fallen off spontaneously.